Manufacturer narrative:
The investigation of hemolysis and positioning issues has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported a patient with an acute myocardial infarction was implanted with an impella cp device followed by the implant of an impella rp flex device the next day for bipella mechanical circulatory support and would experience hemolysis and thrombus of the device respectively. The patient was initially implanted with the impella cp device and post implant of the impella cp device, three to four hours later approximately, the patient's labs began to hemolyze. An echocardiogram was completed to assess the impella cp positioning and after two hours of attempting to visualize impella placement via echocardiogram, the physician decided to pull the impella cp back 1 centimeter and drop the flow to p-7 support level. The next day, the impella cp position was checked on echocardiogram. The device was repositioned and the support level was able to be increased to p-9 with no suction. However, severe right ventricular dysfunction was noted on echocardiogram and the patient was taken to the catheterization lab for an impella rp flex implant. Thereafter, the patient was transferred to an outside hospital per plan later this day of the impella rp flex implant. The patient arrived combative and on bilevel positive airway pressure. Flows on the impella rp flex were noted to be 0.5 liters per minute. The impella rp flex was clotted. A plan was made to discontinue use of the impella rp flex, in which the impella rp flex was explanted at bedside and cardiology was consulted the following morning for percutaneous coronary intervention (pci). Additionally, this day, it was noted the patient continued to hemolyze. Echocardigram showed the impella cp at 4.1 centimeters from the valve with pigtail in papillary muscle and mitral leaflets were hitting the inflow cage. Epinephrine and levoohed were started. Labs came back hemolyzed again. Continuous renal replacement therapy was initiated. No blood products were given overnight. Hemoglobin and hematocrit were noted to be stable. Heparin drip was started. Echocardiogram overnight showed an ejection fraction of 12%. The following day, the physician was awaiting plans for a pci. The patient was a turn down for surgery. The next day, the high-risk pci was completed and the patient received four stents. Weaning of the impella was started. Support level was down to p-4. Eventually a successful wean off and explant of the impella cp device occurred. The patient was noted to have survived at explant with no further updates.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system: section: potential adverse events (united states): ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter: ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle: ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis: ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction: ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿ this is one of two devices associated with the patient's implant experiences. Refer to manufacturing report number 1220648-2025-25871 for the rp flex serial number (B)(6) with date of event 14-jan-2025 and identifier ending in (B)(6).